Event description:
It was reported to boston scientific that during prep, the clip was removed from the packaging, and the clip was hanging. The procedure was completed with another of the same device.

Manufacturer narrative:
.